Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer 's husband states his wife feels well and does not require medical attention. The customer's expected blood results are 85-95mg/dl fasting. Verified the strips expire 03/06/2016. Customer confirms the strips are stored properly and were first opened in september2015. Customer performed a back to back blood test 97mg/dl and 107mg/dl fasting. Customer is concerned with meter to meter comparison; another device 60mg/dl (B)(6) 2015 11:30:00 am not fasting true track 98mg/dl (B)(6) 2015 11:30:00 am not fasting reviewed meter memory (B)(6). The patient tested with her meter today (B)(6) 2015 at approximately 11:30 am with a result of 98md/dl and then with the doctors' meter with a result of 60mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer 's husband states his wife feels well and does not require medical attention. The customer's expected blood results are 85-95mg/dl fasting. Verified the strips expire 03/06/2016. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Customer performed a back to back blood test 97mg/dl and 107mg/dl fasting. Customer is concerned with meter to meter comparison; (B)(6). No adverse event reported.